Event description:
Complaint rec'd reporting a leakage incident with use of one (1) b9259 17" clave w/.02 micron filter ext set. The report describes a (B)(6) incident that occurred "while injecting a radioactive drug... Found a leakage in 0.2 micron sterile filter, at the plastic joint, in close proximity of the short tubing..." F/u info indicated that "the back side of the filter cracked and leaked..." There were no reported adverse pt/clinician consequences. MFR's complaint investigation and analysis: the actual involved devices were not returned to the MFR. Three (3) b9259 same lot samples were sent in for testing and evals. Visual, functional testing was performed. The results recorded no abnormalities, leakages and or performance issues. Add'l testing was performed to challenge settings/flow rate pressures. The results recorded no leakages or performance issues replicated. Lot record analysis: a review of the mfg lot database for the reported lot #2159766 (mfg date 01/2011) shows (B)(4).

Manufacturer narrative:
Conclusion: the actual devices involved in the reported incident were not returned for analysis and investigation. Same lot samples were returned, tested and analyzed. The reported leakage problem was not replicated on the three (3) returned device sets. The exact cause of the incident is unk.